Event description:
User alleges after infusion water used to warm the unit had turned red. She had set the level 1 unit up prior to going for lunch. On her return the set had been used to deliver four units of blood and as the user was taking the unit down it was noted that there was cross contamination between the blood and water. The water was quite red and frothy in appearance. The user alleges on priming the system it appeared to entrain a lot more air than usual. When the unit was pressurized the air appeared to filter out through the air trap and so the user assumed that the system was in working order.